Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: a1. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the device shows evidence of fine scratches over the surface. This type of damage was consistent with a component failure that was caused by exposure to unintended forces with other tools and hard edges coming in contact with the surface of the device. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed releasing and engaging the shaft component and functionality worked as intended. The overall complaint was not confirmed as the observed condition of the posterior release tool would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. Part# 03.825.100. Lot # 8271182. Manufacturing site: werk hägendorf. Supplier: na. Release to warehouse date: 12 mar 2013. Expiration date: a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported the button on alif posterior release tool would jump out of position so the distraction block could not be moved forward. There was no harm to the patient.